Manufacturer narrative:
H3: one device was returned for analysis. Functional and visual tests were performed, and the reported issue was duplicated. However, visual inspection found that the downstream occlusion (dso) seal was detached. This indicated a reportable malfunction based on the dso seal. The dso seal was replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device does not recognize any remote dose/button cord input. There was no patient involvement. Evaluation of the returned device found a detached downstream occlusion seal.